Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: (B)(4). Batch/lot number: 607026012. Gtin: (B)(4). Model/catalog description reservoir 65 ml pc/iz, expiration date: 07/30/2011. Manufacturer date: 08/12/2009.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss and it was not cycling. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. The old reservoir was drained and left in place. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the fluid loss was not confirmed.